Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and was hospitalized for treatment. The patient was treated with antibiotics (type not reported) and the infection was resolved. The implanted device remains.